Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 869751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), joint pain ("joint pain day and night / recurrent joint pain"), insomnia ("sleep difficulties"), myalgia ("muscle pain / recurrent muscle pain"), headache ("headache"), tinnitus ("tinnitus"), menorrhagia ("hypermenorrhoea"), loss of libido ("loss of libido"), breast swelling ("swollen breasts"), abdominal pain upper ("stomach pain"), abdominal distension ("abdominal swelling"), memory impairment ("memory disorder"), migraine ("persistant migraine"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("blood circulation disorder"), burning sensation ("feeling of burning body"), chills ("chills"), pruritus ("diffuse nocturnal itching"), loose tooth ("tooth loosening"), vision blurred ("blurred vision"), tendon pain ("tendon pain in both arms"), neck pain ("neck pain"), back pain ("back pain"), intervertebral disc protrusion ("l4/l5 lumbar spine with hernia"), muscle atrophy ("muscle atrophy"), muscular weakness ("dropping heavy objects"), gait disturbance ("difficulty walking for long periods"), aching in knees ("pain in the knees"), dyspnoea exertional ("shortness of breath on exertion"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced pain ("systematic pain throughout body / accentuated pain when lying down") and emotional disorder ("feeling of being misunderstood"). Essure treatment was not changed. At the time of the report, the pelvic pain, insomnia, headache, tinnitus, menorrhagia, loss of libido, breast swelling, abdominal pain upper, abdominal distension, memory impairment, migraine, limb discomfort, cardiovascular disorder, burning sensation, chills, pruritus, loose tooth, vision blurred, tendon pain, neck pain, back pain, intervertebral disc protrusion, muscle atrophy, muscular weakness, gait disturbance, aching in knees, dyspnoea exertional and nausea outcome was unknown and the fatigue, joint pain, myalgia, depression, pain and emotional disorder had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, back pain, breast swelling, burning sensation, cardiovascular disorder, chills, depression, dyspnoea exertional, emotional disorder, fatigue, gait disturbance, headache, insomnia, intervertebral disc protrusion, joint pain, limb discomfort, loose tooth, loss of libido, memory impairment, menorrhagia, migraine, muscle atrophy, muscular weakness, myalgia, nausea, neck pain, pain, pelvic pain, pruritus, tendon pain, tinnitus, vision blurred and aching in knees with essure. The reporter commented: all these ailments appeared over time and have never left her, without knowing what was happening in her body. Patient's current status: chronic fatigue, recurrent joint and muscle pain, depression, feeling of being misunderstood, and systematic pain throughout her body. She has not worked for several months and want to regain physical and moral strength because it was a very burden to endure this strange phenomenon in her body. Actions taken to treat the patient in the healthcare facility: patient wants the removal of essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 869751) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("hypermenorrhoea"), back pain ("back pain"), abdominal distension ("abdominal swelling"), pruritus ("diffuse nocturnal itching"), headache ("headache"), fatigue ("chronic fatigue"), arthralgia ("joint pain day and night / recurrent joint pain/ pain in the knees"), insomnia ("sleep difficulties"), myalgia ("muscle pain / recurrent muscle pain"), tinnitus ("tinnitus"), loss of libido ("loss of libido"), breast swelling ("swollen breasts"), abdominal pain upper ("stomach pain"), memory impairment ("memory disorder"), migraine ("persistent migraine"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("blood circulation disorder"), burning sensation ("feeling of burning body"), chills ("chills"), loose tooth ("tooth loosening"), vision blurred ("blurred vision"), tendon pain ("tendon pain in both arms"), neck pain ("neck pain"), intervertebral disc protrusion ("l4/l5 lumbar spine with hernia"), muscle atrophy ("muscle atrophy"), muscular weakness ("dropping heavy objects"), gait disturbance ("difficulty walking for long periods"), dyspnoea exertional ("shortness of breath on exertion"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced pain ("systematic pain throughout body / accentuated pain when lying down") and emotional disorder ("feeling of being misunderstood"). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, pruritus, headache, insomnia, tinnitus, loss of libido, breast swelling, abdominal pain upper, memory impairment, migraine, limb discomfort, cardiovascular disorder, burning sensation, chills, loose tooth, vision blurred, tendon pain, neck pain, intervertebral disc protrusion, muscle atrophy, muscular weakness, gait disturbance, dyspnoea exertional and nausea outcome was unknown and the fatigue, arthralgia, myalgia, depression, pain and emotional disorder had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, arthralgia, back pain, breast swelling, burning sensation, cardiovascular disorder, chills, depression, dyspnoea exertional, emotional disorder, fatigue, gait disturbance, headache, insomnia, intervertebral disc protrusion, limb discomfort, loose tooth, loss of libido, memory impairment, menorrhagia, migraine, muscle atrophy, muscular weakness, myalgia, nausea, neck pain, pain, pelvic pain, pruritus, tendon pain, tinnitus and vision blurred with essure. The reporter commented: all these ailments appeared over time and have never left her, without knowing what was happening in her body. Patient's current status: chronic fatigue, recurrent joint and muscle pain, depression, feeling of being misunderstood, and systematic pain throughout her body. She has not worked for several months and want to regain physical and moral strength because it was a very very burden to endure this strange phenomenon in her body. Actions taken to treat the patient in the healthcare facility: patient wants the removal of essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-feb-2021: quality safety evaluation of ptc on 22-feb-2021: no new information a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.